Event description:
On (B)(6)2024, rayner received notification from a brazilian healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens needed to be explanted due to haptic breakage.

Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that the haptic broke during implantation necessitating iol explantation and exchange. The rayone aspheric rao600c iol was explanted and exchanged during the original surgery session without any impact/injury to the patient. "Iol replacement or extractiont" is listed in the "adverse events" section of the rayone IFU. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. The additional information recieved identifies that resistance was felt by the user during injection of the lens.the "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner.